Event description:
It has been reported that during a patient use event, the device did not shock a shockable rhythm. There are no known consequences to the patient.

Manufacturer narrative:
Updated reporter institution information.